Manufacturer narrative:
(B)(4). The complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow up medwatch will be submitted.

Event description:
It was reported that during surgery the complaint product didn't work. Thermal deformation was found on the battery pack. Therefore, the surgeon used an alternative one to complete the surgery without any delay. There was no patient harm. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515048201, lot number z000005594, identified no relevant deviations or anomalies. Product examination found that the battery pack had been damaged from leaking batteries. The leak had caused a few of the battery contacts to become corroded and the battery pack to warp. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.